Event description:
It was reported that this implantable pacemaker recorded an atrial tachy response (atr) episode and requested technical services (ts) review. Ts discussed the event and noted noise oversensing as the cause for the atr episode. The device remains in service. No adverse patient effects were reported.